Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin; however, the customer continued to add insulin to the existing cartridge which could have led to possibly overfilling the cartridge. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 499 mg/dl, and was addressed by administering manual injections.